Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilation. However, on initial inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.